Event description:
It was reported that the air-in-line alarm was triggered. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and damaged air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced dso seal and air detector, updated software, and the pump passed all functional tests and performed as intended after repair.